Manufacturer narrative:
H2) continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: unknown, ubd:- , UDI#:- h2-3) a manufacturer representative (rep) went to the site to test the imaging system. The hand switch was replaced and the system performed as intended. Codes: b01, c07, d02 h2) please see the additional codes section for annex g code associated with product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the issue was unrelated to a software issue per the log review. It was determined to be a hardware issue as there was an image acquisition system (ias) error advising to check the rollers on the rotor axis. Analysis found that the software functioned as designed. H6: fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2.1, products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the device did not move to initiate the spin on the first attempt. The imaging system progress window appeared on the mobile view station (mvs), but the imaging system did not move to initiate the spin. The radiology technician had to press the button a second time to complete the spin successfully, resulting in no more than a one-minute delay. There was no impact on the patient.

Event description:
Additional information was received. It was reported that the procedure being performed at the time of the event was a thoracolumbar spinal fusion.

Manufacturer narrative:
H2: additional information added to b5. Update to section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.